Event description:
Patient had star sliding core mobile bearing revised.

Manufacturer narrative:
Patient had star sliding core bearing component revised after 9.5 years of implantation. Company report form indicates sliding core bearing was fractured as a result to the patient falling into a hole. Review of the manufacturing records showed no anomalies.